Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse replaced the temperature control board and the thermistor 5 on the au680 clinical chemistry analyzer as there was high temperature flags generated during analysis of the patient samples for thc. The fse also replaced the r1 syringe as he observed discrepancies in point 1 on the reaction monitors of the erroneous results. Replacement of all parts, in combination, fixed the issue. Following replacement of the parts the fse confirmed the analyzer was working within specification and was returned back to the customer.

Event description:
The customer reported the generation of erroneous thc (tetrahydrocannabinol) results on their beckman coulter au680 clinical chemistry analyzer. The customer provided 2 patient's thc results as examples of the erroneous thc results generated. The results were not reported from the lab. There was no change to patient treatment in connection with this event. The customer also stated that quality control (qc) results were within the laboratory's established ranges prior to and after the event.